Event description:
It was reported the device would not fire on the first attempt to fire. The clips did not release for either device. The customer used one of each same like devices to complete the case with no pt consequence. Both devices are being returned for analysis.

Manufacturer narrative:
Evaluation summary: the mcl20 device was returned with excess of dried body fluids otherwise in good visual condition. The instrument was cycled and the clips were improperly fed and malformed due to the excessive body fluids. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were noted during the mfg process.